Event description:
Customer reports back to back tests of 400 mg/dl and 160 mg/dl on his compact system. Customer did not test the rest of the day. No action or inaction taken based on device results. No adverse event reported. Requested return of suspect device, however, customer did not return the strips. Replacement was sent.